Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be due to a depleted main battery. The main battery and harness were replaced and the configuration setting reset to default to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with failure code f-94. This condition was found upon power up of the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; however, no information was known about patient injury or medical intervention. No additional information is available.